Event description:
The pt's titan anchor sleeve had separated from the locking mechanism, resulting in lead migration. A revision was performed and the titan anchor was explanted and replaced with a twist lock anchor. The pt was not injured. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Testing of the anchor (model 3550-39, serial number unk) revealed the anchor had separated. The titanium insert was observed outside of the silicone sleeve. Breached cuts were observed on the silicone sleeve.